Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H11: the device and photographs were received for evaluation. The returned photographs were reviewed, and it was noted that there were particles inside the bag; however, the material of which these particles were composed is unknown. A visual inspection was performed on the actual sample, and it was noted that there was particle inside the bag. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) in the fluid path of an unspecified quantity of 50 ml intravia containers. When the port is punctured, a small piece of plastic dislodges into the bag. The foreign material appears to be a fragment of the port introduced during needle insertion. The particulate was observed within the fluid path and was not embedded in the product. It was detected after adding medication or during reconstitution. The abraxane bag was subsequently remade, and the affected bag has been quarantined. There was no patient involvement. No additional information is available.